Event description:
It was reported that patient presented in the operating room for normal device change-out. A command shock was performed successfully but the lead impedance, charge time, and pulse width diagnostics displayed na value. It was suggested to perform another command shock through the new device, as the device was close to end of service. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory and was replicated after the device was programmed and shock was performed. After the shock and before the device was programmed, the fields were populated with the values obtained during the shock.